Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years. Device evaluation: approximately 21¿ of the external portion/distal end of the percutaneous lead (lead) was returned for evaluation. Electrical continuity testing of the returned portion of lead did not reveal any discontinuities or shorts and all wires were found to be electrically intact. The lead was suspended in a saline bath for high potential (hipot) testing to check for current leakage through the wire insulation and the test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The explanted pump was returned assembled with the percutaneous lead (lead) cut approximately 9 inches from the pump housing. The severed portion of the lead measuring approximately 29.5 inches was also returned. Electrical continuity and hipot testing performed on the 29.5 inch portion of the lead did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the pump-end portion of lead did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed multiple breaches in the insulations of the red, brown, black, green, and orange wires between 6 to 7.5 inches from the pump housing. The conductors of these wires were exposed. The disruptions appeared to be the result of repetitive flexing of the lead in this area. The disruptions in the wires would have interrupted pump function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The disruptions in the wires, would have affected all three wire phases, and would have also interrupted pump function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. A review of the submitted log file revealed multiple low speed/flow hazards and pump stop events which occurred while the patient was supported by both the power module and batteries. An x-ray revealed multiple areas of shield breakdown on both the external and internal portions of the lead. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. On (B)(6) 2016, it was reported that the patient was experiencing unspecified abnormal pump operation. The submitted system controller log file analyzed by the manufacturer's technical services representative showed pump stoppages occuring while the patient was operating on batteries and the power module and appeared consistent with a potential percutaneous lead wire compromise. X-ray images showed thinning of the external portion of the percutaneous lead at the system controller bend relief area. Approximately 22 inches of the external percutaneous lead was replaced by the manufacturer's technical services representatives on (B)(6) 2016. It was reported that there were no immediate alarms after the repair and the patient would be monitored overnight for further alarms. The patient remained asymptomatic. On (B)(6) 2016, it was reported that the patient underwent a pump exchange due to unspecified abnormal pump operation after the percutaneous lead repair. No further information was provided.